Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, low, out of range pacing lead impedance was observed. Lead replacement was recommended. The patient was stable.